Event description:
It was reported that they were having trouble recharging the implantable neurostimulator (ins). Patient stated that the paddle and the middle part of the cord would get very hot. Patient said that they didn't know if there was a burn mark on the implanted site. Agent sent a request to the repair department to replace the recharger. Patient noted that this was their second ins, and the patient did not like the ins. Patient stated that the current ins worked totally differently from their previous ins device. Patient mentioned that they used to charge once a week for four hours. However, now they couldn't recharge both the controller and the ins at the same time, so they had to recharge every three days or so.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed got hot after running it at donut end, record the two values the number high (00) the number low (00), no were visually anomalies observed and no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient mentioned their initial ins could be recharged and charge them at the same time and it would take 3-4 hours one time per week. Patient mentioned this ins must be charged every other day and that they can't charge the recharger and themselves at the same time, which totals 6-8 hours per week. Patient mentioned that the issue is not resolved.